Event description:
It was reported that during a stenting treatment procedure, the stent prematurely expanded. Vascular access was obtained via a femoral artery. The de novo, >70% stenosed target lesion measured 7mm in diameter and was located in the carotid artery. A non bsc cerebral protection device was placed inside the patient. While attempting to advance the 8.0x29mm carotid wallstent (cws) through the cerebral protection device, resistance was encountered. The physician decided to remove the cws. When the cws exited the cerebral protection device it was noted to be 100% expanded. The procedure was completed with the same cerebral protection device and another of the same size cws. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent prematurely expanded. Vascular access was obtained via a femoral artery. The de novo, >70% stenosed target lesion measured 7 mm in diameter and was located in the carotid artery. A non bsc cerebral protection device was placed inside the patient. While attempting to advance the 8.0 x 29 mm carotid wallstent (cws) through the cerebral protection device, resistance was encountered. The physician decided to remove the cws. When the cws exited the cerebral protection device it was noted to be 100% expanded. The procedure was completed with the same cerebral protection device and another of the same size cws. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device found that the outer sheath was fully retracted and the stent had been deployed from the device; the stent was not returned. No issues were noted with the profile of the device. It was possible to insert the device through a 5 french introducer sheath. Dimensional measurements taken met specification. There was no issue in the movement of the outer sheath, proximally or distally, or with the stent holder or inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties is "not confirmed" as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).